Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the electrical replace indicator (eri) was tripped on the device which changed the pacing mode and the patient was symptomatic and began showing signs of congestive heart failure. The physician did not like the device eri behavior for changing the pacing mode. The device was explanted and replaced. No patient complications have been reported as a result of this event.